Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative stated that the patient received new charger, several attempted to charge battery was made, and the same issue occurred, the issue hadn¿t been resolved. Additional information was received from patient on (B)(6) 2018. It was stated rep and patient tried to recharge again. Rep was getting the no device found, technical services (ts) had rep get into the al feature and device kept going between that screen and checking recharge quality. Ts then had rep reset the implant through tech mode, still the same process, system went back to al feature. Finally, rep said the device got a recharge screen, ins was at 50% with excellent coupling, rep continued finish recharging with patient. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stated that the recharger could not find implant, patient was sending replacement recharger but possibly implant was too deep. No further complication and event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient turned their device on, used it for a couple days, but now they could not use it. The patient reported seeing the ¿no device found¿ (screen 16) message. The patient noted their doctor said they could begin charging. The patient reported they tried to charge their implant yesterday and could not get it to charge. They stated they did not know where the implant was. The patient got to screen 50 and stated the low number was 73 and the high number was 86. The patient repositioned the recharger and stated the highest the middle number they got to was 73. After receiving the ¿poor recharge quality¿ message, the patient tried moving the recharger every which way, but kept seeing the message. The patient stated they would try to charge again later and call if they needed help. The patient noted they had an appointment with a healthcare professional (hcp) on thursday. The patient noted they had a lot of back pain. They reported they had a torn rotator cuff and it was hard to get the recharger in place. The patient reported that they were never told they would need to charge the controller and the implant. The patient stated that they just gave them the case with the stuff in it and said, ¿here you go.¿ the patient noted they would talk to their doctor about removing the device and having one implanted from a different company. The patient called again on (B)(6) 2018 with the same issue they had originally called about. They stated the patient programmer was showing the antenna locate screen and they did it twice. The patient stated it was then showing ¿unable to charge¿ and ¿reposition antenna.¿ the patient used the patient programmer and it showed ¿unable to find the device.¿ the programmer showed screen 16. Ps instructed the patient to press ¿recharge¿ and the device showed screen 50. It was suggested the patient address the issue with their hcp on thursday. No further complications were reported. Follow up was conducted. Additional information was received from a representative (rep) regarding the patient. It was reported that they could not get beyond the antenna locate (al) screen when the patient tried to charge. Technical services (ts) reviewed that this might be indicative of an implantable neurostimulator (ins) depth issue, although the caller stated the ins did not feel very deep. The rep reported that patient¿s ins was depleted. They stated the patient could not turn the ins on or use it. The rep did not have another charger they could try. No further complications were reported. Follow up was conducted.